Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 180 mg/dl. The customer confirmed that she had pressed on the cap while priming. While troubleshooting, it was found that the drive support cap was sticking out. The customer stated that the insulin pump was not dropped or bumped prior to the alarm occurring. The customer was advised that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with an error alarm during the basic occlusion test due to a protruded/loose drive support disk. The pump also had minor scratches on the lcd window, a broken belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.